Event description:
Erractic readings. The pt received a 195 mg/dl and a 252 mg/dl. Readings were within 10 minutes from one another. The test strips were in good condition and not expired. The technique of applying blood on the test strip was incorrect and the pt had been cleaning the puncture area incorrectly. The control solution was opened less than three months ago and the test strips failed twice using control solution. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, control solution, and test strips were replaced.